Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During an unknown procedure, the needle detached from the suture. No additional information was provided. No patient consequences were reported. No device returning. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/23/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: could you please provide the lot number and product code? Did the reported issue contribute to any patient adverse consequences? Do you have any photos available for visual analysis? When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify please provide the source or name of person providing answers to follow-up questions: unfortunately, the complaint was made to me well after the incident and that is all the information they provided. It did not contribute to any patient adverse consequences. They did not have the lot number, and I'll need to gather their name as well. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.